Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the chamber pip had become detached from the chamber. The reported condition was verified. This complaint was communicated to the chamber supplier and the sample has been sent to the supplier for further analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had normal saline leaking from the lower chamber. This occurred during priming. There was no patient involvement. No additional information is available.